Event description:
It was reported that the wake button was sticking and requires multiple presses to turn on pump screen. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.